Event description:
Risk management notified by surgeon of suspected device defect. The surgeon states he was using a pruitt style doppler shunt device during a left carotid endarterectomy. The surgeon stated that following the insertion of the pruitt style doppler shunt device he noticed that the device was not "behaving" and did not "feel" the same it usually does. He stated he inserted additional fluid to inflate the balloons. As per the operative report, a pruitt style doppler shunt was inserted and de-aired before restarting antegrade flow. The doppler confirmed that the flow was present while the shunt was in place. At the end of the case, back bleeding from the internal carotid artery was noted. The shunt was lifted and found that the pressure relief of the balloon deflated. Lifting the balloon still had all of its inflation. The surgeon identified a laceration of the distal left internal carotid artery which he believes was caused from the balloon on the shunt. Attempted repair of the distal left internal carotid artery was not possible. The artery had to be ligated. Good back bleeding provided more than adequate cross circulation. The patient awoke from surgery wtihout neurological deficit noted. The author of this report and the surgeon have discussed this event with implantable devices. Device remains with facility.